Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
There was a rupture of a PICC catheter close to the cannon. It was in use in a patient and it was possible to completely remove the extension of the catheter, however, there was the need to pass a new one.